Event description:
Boston scientific received information that this pacemaker had displayed a remaining battery longevity of one year and a half via the gas gauge indicator, but then had declared elective replacement time (ert) three months after. According to labelling, this pacemaker did not meet the expected longevity. Boston scientific technical services (ts) discussed that the device needs to be replaced. The field representative reports that the device should be replaced a few days after. This device remains in service. No adverse patient effects were reported.

Event description:
The pacemaker was explanted and was returned for analysis. A new pacemaker was successfully implanted as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.